Event description:
Patient reported obtaining a blood glucose result of 269 mg/dl, while using the suspect device. Patient indicated that he was not feeling well. Thirty minutes later, patient reportedly lost consciousness. Emergency medical services were summoned, by a freind, and upon their arrival, patient's blood glucose reportedly measured 33 mg/dl (on paramedics' device.) Patient indicated that he was treated with intravenous fluids (contents not provided) and was subseqently transported to the hospital. Patient noted that the intravenous infusion was continued, for 3 hours, at the hospital. Patient stated that, prior to discharge, his blood glucose measured 131 mg/dl, on a hospital device. Patient stated that, 5 minutes after being released, he retested his blood glucose, using the suspect device and obtained a result of 371 mg/dl. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.